Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('pain in ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis and polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and fatigue ("extremely tired"), was found to have a pregnancy with contraceptive device ("7 months later I found out I was pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the adnexa uteri pain, pregnancy with contraceptive device, weight increased and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, fatigue, pregnancy with contraceptive device and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case becomes an incident. Surgery, removal date, reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('pain in ovaries') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included endometriosis and polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required) and fatigue ("extremely tired"), was found to have a pregnancy with contraceptive device ("7 months later I found out I was pregnant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the adnexa uteri pain, pregnancy with contraceptive device, weight increased and fatigue outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered adnexa uteri pain, fatigue, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient had hysterectomy at age 27. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received. Age group of patient was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.